Manufacturer narrative:
(B)(4).

Event description:
On 25oct2018, an eye care provider (ecp) emailed our affiliate in (B)(6) to report that a patient (pt) reported experiencing eye irritation while wearing the acuvue oasys®1 day with hydraluxe¿ technology contact lenses. Pt presented to an eye clinic and was diagnosed with a corneal infiltrate in the right eye. Pt was fit in the lens about a year ago. On (B)(6) 2018, the pt¿s prescribing ecp called to report the following additional medical information: pt presented to an eye clinic and was diagnosed with a corneal infiltrate that progressed to a corneal ulcer od on (B)(6) 2018. The treating physician advised the pt had a "piece of plastic" lodged in the bottom lid and could not confirm if it was a piece of a lens that was removed from the pt¿s eye. Pt was advised not to wear lenses for 6-8 weeks and has a corneal scar od. The name and frequency of any medications prescribed to the pt were not available at the time of the call. A copy of the pt¿s medical report was requested from the pt's treating ecp. On (B)(6) 2018 the prescribing ecp called and additional information was provided: the pt was treated by an ophthalmologist and not seen at their office. The od infiltrate evolved into an ulcer. No additional medical information was provided. Multiple calls were placed to the pt for additional medical information, but nothing additional was received. Additional medical information was requested. No additional information was received. The suspect od lens was discarded and is not available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot j001m5z was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.